Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system on (B)(6) 2010. It was reported that the patient lost stimulation. His charger was unable to locate the ipg. The patient stated that he had stopped charging his ipg at least three months ago, and eventually the ipg became depleted. A replacement charger was sent to the patient, but it was unsuccessful at resolving the issue. It was reported that the ipg will be explanted and replaced; however, the date of this procedure is currently undetermined. No further information is available at this time.